Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pin was pushed back in the connector. It was determined that this issue was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin which what caused the e8 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. It was further determined that the flex circuit encasement was split. It was determined that this was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance / testing, it was discovered that the motor device had an e8 error code. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.